Manufacturer narrative:
The reported event that cannulated compression screw was alleged of 'device damaged' not confirmed but visual inspection revealed (only an image of the screw was available as device was not returned) that the device is severely damaged. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the returned image of the screw shows, that the blue ring of the compression screw is severely damaged. The head part is completely broken off, this lead us believe that far too much mechanical force during insertion had been applied (see red arrow). No damages can be noticed on the very front threaded part of the compression screw though. Both parts ( blue ring and yellow screw body) are still engaged correctly. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
It was reported by the surgeon that the screw stopped countersink. Screw was damaged. Another screw was used to complete the procedure successfully.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the surgeon that the screw stopped countersink. Screw was damaged. Another screw was used to complete, the procedure successfully.